Event description:
Consumer reported complaint for high blood glucose test results. Customer only used the true metrix go meter once in (B)(6) 2024 and had not used it again until the day of the call. The customer is concerned with test results from results obtained of 166 and 107 mg/dl. Customer also stated the results obtained using the true metrix go meter were higher compared to her other device; actual meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result is 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 08/31/2025 and customer is using the same vial of test strips from 1 year ago. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history only 2 results provided): result 1: 166 mg/dl. Date: on (B)(6) 2025. Time: 10:00 am fasting. Result 2: 107 mg/dl. Date: on (B)(6) 2024. Time: 11:00 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 21-jul-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 09-sep-2025: h3: was the device evaluated by the manufacturer? H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Root cause: rc-061: storage outside specifications.